Event description:
The event is reported as: the stapler jammed during use. No patient injury reported.

Manufacturer narrative:
Evaluation: conclusion: CAPA# (B)(4) was opened to address this issue of jamming. If additional information is received, a follow-up report will be sent.